Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient¿s mother mentioned the controller displayed an error message while they were sleeping, which caused the device to stop delivering background insulin. The mother noted the controller tried to reset, but ¿kept going in a loop and was not able to be turned back on.¿ the patient's blood glucose levels and duration of pod use were not shared. Symptoms reported include shaky. Vomiting, dizziness, fatigued, and feeling faint. The patient was treated with intravenous fluids of sodium and insulin. The patient was released the approximately 48 hours.